Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the top end of the device was heavily corroded due to immersion / sterilization procedures not being followed properly. It was determined that this caused heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was running hot. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.